Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was intended to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During preparation, upon removing the device from the packaging, it was noticed that the cutting wire broke. It was reported that the packaging was not damaged. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.